Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the device was down. Upon functional testing fse found that the issue was low storage space resulting database consistency errors. To resolve the issue fse recreated the image store on both planes and the database consistency errors were resolved by testing it on independent plane. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device's image storage needed to be re-created, preventing imaging/x-rays. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.